Event description:
It was reported that prior to a unknown procedure, the handpiece displayed error code 3. Not noted how case completed. No pt consequence.

Manufacturer narrative:
Analysis summary: the hp054 hand piece was returned with a loose mount. It was tested on a generator and no error code was noted. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument.